Event description:
Pt underwent posterior lumbar lam, on 1/27/97 positioned on an andrews spinal surgery table with thick foam head holder and eye guards. Subsequently, the hospital has learned through an attorney retained by the pt that he alleges he sustained injuries to his face to include swollen eyes, neuropraxia of the supraorbital nerve, numbness over forehead and scalp and abrasions over both eyebrows. He has also developed intractable headaches and scarring secondary to tissue necrosis in the eyebrow area, according to his claims.